Event description:
Customer used multipurpose solution to clean a new pair of contact lenses. After a short period of time they developed burning sensation lost their vision momentarily went to the hospital burnt cornea.